Manufacturer narrative:
Sample evaluation finds the inflation tube broke inside the yellow anchor. The yellow anchor is found to be in the correct orientation and the weld is intact. Examination found no manufacturing anomalies on the sample returned. Based on the information provided and sample evaluation a definitive conclusion cannot be made. It is possible the inflation tube broke due to forces applied while pulling the inflation tube through the defect up to fascia. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) released for distribution in november 2022. The instructions-for-use provided with the device states, "once the ventralight st mesh with echo ps is inserted into the abdomen, use a grasper to locate the blue retrieval loop on the inflation tube, ensuring that the blue inflation tube is not wrapped around the mesh and is clearly visible. Pass a suture passer device through healthy skin at the center of the hernia defect (avoid going directly through the umbilicus). Grasp the blue retrieval loop and pull the retrieval loop and inflation tube out of the abdominal cavity". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic ventral hernia repair procedure a ventralight st mesh w/ echo ps was attempted to be used. When the inflation tube was pulled through the skin incision after deploying the mesh into the abdominal cavity, the inflation tube broke. The surgeon did not use the mesh and it was removed. As reported, a new mesh was provided to complete the case with no patient harm or injury.